Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4) - failure (event) observed during analysis. Final analysis found medical adhesive on the ring electrode which caused high impedance.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that during implant, high impedance was observed on the lead. Repositioning was unsuccessful and the physician decided not to implant the lead.